Event description:
Adverse event(s): "30-45 minutes delay" (no code available). Product problem(s): "loud noise" (no code available). "Unable to shut down system" (failure to shut off). "System would not eject cassette" (no code available). A nurse reported, the system was making a loud noise making it unusable for cases. Was unable to shut down system and needed to hold down standby switch to shut down. System would not eject cassette. The system was switched out causing a 30-45 minutes delay. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the module. A visual assessment of the returned part indicated that the top left cassette retaining clip was loose. The reported events could not be replicated with the testing that was performed. The returned fluidics module was installed into a known good system and the system was powered on without any issues. A premium combined cassette was installed and removed several times from the fluidics module to try and replicate the stuck cassette, but the cassette loaded and unloaded without any problems. The screw holding the loose retaining clip was inspected and found to not contain any loctite on it. The clip was then tightened up and again a cassette was inserted and removed several times without any issues. The stuck cassette could not be replicated. The system was then navigated through a number of screens and procedures including switching the doctors and the doctor's settings, but the system did not produce any noise louder than normal. Finally the system was powered down and powered on many times to see if there was any problem with shutting the system down, but there was never any issue reported by the system. From the testing performed, the reported events could not be duplicated, therefore, the root causes can not be determined at this time. The tm replaced the supervisor module and replaced the fluidics module due to broken clips. Even though the reported event about the cassette getting stuck in the system could not be replicated, there have been reports about cassettes being difficult to insert or remove that has been determined to being caused by a loose retaining clip. A review of the service history for this system revealed two additional, related, unplanned service requests. There were 9 additional service requests for other events. Following each service call, the unit was tested to company specifications. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).